Event description:
During coil embolization within the right vertebral artery, the coil was inserted into the aneurysm, but the physician could not detach it. He exchanged the syringe to a new one; again the same difficulty was encountered. The procedure was completed with the new syringe and coil successfully. There was no report of patient injury or complications.